Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8336-50 serial: (B)(4). Batch: 7035931.

Event description:
It was reported that patient had an allergy that caused irritation on the pocket and surrounding area. The patient underwent a system explant procedure and was doing well postoperatively.